Manufacturer narrative:
This supplemental report is being submitted to provide further investigation results. Based on further investigation, there is no indication of any technical defect or abnormality with the resection sheath. It has been determined that the resection sheath did not cause the reported urethral strictures, as the device typically has no direct contact with the urethral tissue. As previously reported, the root cause could not be determined. This supplemental report includes a correction to g2 and h6 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that a series of patients developed urethral strictures following transurethral resection in saline (turis) procedures using a combination of this rigid endoscope working guide and resection sheath. Two patients have been confirmed so far, but there may be more. There was an opinion from the physician that the cause was either the handle or the sheath. The devices were inspected prior to use. No errors during procedure. Additional information has been requested. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6)- patient 1 rigid endoscope working guide. (B)(6)- patient 1 resection sheath. (B)(6)- patient 2 rigid endoscope working guide .(B)(6)- patient 2 resection sheath. This report is for (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause of the urethral strictures following transurethral resection in saline (turis) procedures could not be determined from the information received. The event can be detected and/or prevented by following the instructions for use which state: -warning. -infection control risk. "Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." -4.1 inspection and testing: -inspecting the product. "Visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." -warning: -risk of injury. "Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user." "Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.